Event description:
It was reported that perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was inserted. While manipulating the was away from the pectinate in the laa, the physician suspected the was caused a small perforation in the laa after contrast was injected which showed staining from the contrast. Protamine was administered and transesophageal echocardiogram confirmed there was no pericardial effusion. The patient remained stable throughout. The physician decided to abort the procedure. The patient was admitted and expected to make a fully recovery.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was inserted. While manipulating the was away from the pectinate in the laa, the physician suspected the was caused a small perforation in the laa after contrast was injected which showed staining from the contrast. Protamine was administered and transesophageal echocardiogram confirmed there was no pericardial effusion. The patient remained stable throughout. The physician decided to abort the procedure. The patient was admitted and expected to make a fully recovery.